Event description:
Baxter prismax system had a system failure during treatment. Unable to return blood. Attempted manual return without success machine would not turn off or close out of system failure warning screen. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax system had a system failure during treatment. Unable to return blood. Attempted manual return without success machine would not turn off or close out of system failure warning screen. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax system had a system failure during treatment. Unable to return blood. Attempted manual return without success machine would not turn off or close out of system failure warning screen. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.